Event description:
Programming data was available from the date of implant, (B)(6) 2016. Diagnostic results were within normal limits, indicating proper device functionality at that time. No further relevant information has been received to date.

Event description:
It was reported that a patient's magnet would not disable her generator. It was unknown if the magnet was effective in activating magnet mode stimulation or disabling the device in the recent past. Diagnostics were not performed on the patient's device. The patient was directed to follow up with her physician. However, follow-up with her treating physician indicated that the patient never reported the issue to the physician, so no further information was available.

Event description:
Further information was received with updated data from the generator's programming history. Data showed that settings were normal and diagnostics were within normal limits after the initial report. The battery was found to be functioning at that time as well. The data also provided information on the magnet activation history. It was seen that magnet swipes were being registered by the generator after the time of the initial report. This indicated the reed switch was opening and closing as expected. A review of the device history record showed the generator passed all quality inspections and electrical tests prior to being released for distribution. No further relevant information has been received to date.